Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is opened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: lt, unable to be retrieved, inferior vena cava perforation, fear. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Additional information received identified the patient allegedly received a gunther tulip femoral vena cava filter implant on (B)(6) 2005 via the right femoral vein due to deep vein thrombosis and pulmonary embolism. The patient is alleging tilt, the device is unable to be retrieved, and inferior vena cava perforation. The patient further alleges, " I am very fearful of the inferior vena cava filter that is stuck in my body. I am very scared of the deteriorating parts floating up my artery and entering my heart. I am scared of what kind of damage or problems that can happen with pieces of this filter floating around my heart and blood stream and the damage it can cause. I have a ton of medical problems that prevent myself from doing may things but the inferior vena cava filter so far has not; but I am fearful if it stays in it could lead to severe medical problems that will prevent me from doing things". Allegedly, there was a failed filter retrieval attempt (B)(6) 2018. Additionally, per the (B)(6) 2018, computed tomography- abdomen without contrast: "inferior vena cava filter is noted with the filter slightly tilted within the inferior vena cava. The superior aspect of the filter is tilted slightly anteriorly and also tilted to the left with the tip of the filter abutting the left wall of the inferior vena cava. The superior tip of the filter is noted just below the level of the renal veins. The limbs of the filter perforate through the walls of the inferior vena cava inferiorly and extend beyond the confines of the inferior vena cava by up to 3 to 4 mm. The limb on the left abuts the aorta. The posterior limb abuts the spine and intervertebral disc. Anterior limb abuts the duodenum. No definite broken limbs are seen. No gross narrowing of the inferior vena cava".

Manufacturer narrative:
Initial reporter occupation is a non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.